Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. During the case, the surgeon experienced unplanned burring of the medial tibial spine. The case was successfully completed with a larger tibial component.

Manufacturer narrative:
Reported event: an event regarding inaccurate tibial resection involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 212 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate tibial resection. There were only 5 other reported events (B)(4). Complaints related to this part number will be tracked through quarterly trend #761. Conclusion: the session data from the case was reviewed. An analysis of the checkpoints and rio registration was completed. Based on this analysis, all values were found to be within tolerance. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. During the case, the surgeon experienced unplanned burring of the medial tibial spine. The case was successfully completed with a larger tibial component.